Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue; the pump was emitting an continuous audio tone that would not stop. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: during testing, the pump powered on with audible tones and vibration to the verify screen; however, all of the keypad buttons were unresponsive to user presses. Further testing of the audible tones complaint could not be completed due to the unresponsive keypad. The pump case was removed, and no intermittent conditions were found in the piezo circuit. Correction to date returned to manufacturer. (B)(4).